Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this ICD noted no anomalies. Attempts to interrogate the device were unsuccessful. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer which resulted in damage throughout the internal circuitry.

Event description:
Boston scientific received information that this device was explanted and replaced after it could not be successfully interrogated and magnet application did not produce expected tones. A boston scientific technical services consultant (ts) worked with a health care provider (hcp) and a boston scientific field representative in an unsuccessful attempt to interrogate the device despite extensive troubleshooting. The patient's intrinsic rate was higher than the programmed lower pacing rate limit, so it could not initially be determined if the device was able to provide pacing therapy. The patient reported no exposure to radiation or magnetic resource imaging sources, and not having undergone any medical tests or procedures. The device had successfully conducted a remote monitoring interrogation one week earlier. Ts advised device replacement. The device was replaced the following day with no adverse patient effects reported beyond the replacement procedure. Prior to device changeout in the hospital, it was observed that the patient had a heart rate of about 56 beats per minute (bpm), with the device's lower rate limit for pacing set at 60 bpm. Pre-explant attempts to interrogate the device also were unsuccessful.